Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the lights will not come on.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the wires were loose, causing the lights not to function, which confirmed the original complaint issue.

Event description:
Provider states the lights will not come on.